Event description:
Notified of a revision to a endo evo w component originally implanted on (B)(6) 2024. A patient presented with what was thought to be loosening of a component. Imaging revealed something floating around the knee. At the revision surgery on (B)(6) 2026, it was found that one of the bearinga was loose and floating in the knee. The femur and poly were exchanged in the revision procedure.